Manufacturer narrative:
Please retract this MDR 2938836-2015-31387. Duplicate report filed on 10/9/2015 and a supplemental report on 11/16/2015, MDR 2938836-2015-30431.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received several episodes of non-sustained rv oversensing and ventricular fibrillation. Review of the egm revealed intermittent undersensing. Therapy was still delivered successfully with a return to sinus each time, but the patient would go right back into vf.